Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No missing segments, partial display or fuzzy display during testing. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and partial display from the insulin pump. The customer went to bed and her blood glucose was 439 mg/dl. The customer treated with insulin shots and it went down to 351 mg/dl. The customer had symptoms such as feeling sick and nausea. The customer also stated that her pump goes fuzzy when she goes outside. The customer used energizer aaa alkaline battery. The customer stated that the pump was neither dropped nor bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
Correction has been made that was not on the initial report. The customer stated on the initial call to the help line that she was hospitalized but does not recall an exact date.

Event description:
The customer stated on the initial call to the help line that she was hospitalized but does not recall an exact date.

Manufacturer narrative:
The pump passed the delivery accuracy test.